Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02. Sn: (B)(4). Device evaluation indicated that the ipg passed all the required tests and revealed normal device characteristics.